Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. Reviewing the photos provided on the attachments the reported event cannot be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaints were extracted from the attached file "service evaluation of the lcs tini product". Loosening (4x): 2x 1-2 years after surgery, 1x 2-3 years after surgery, 1x 3-5 years after surgery. Infection (3x): 1x less than 1 year, 1x 3-5 years after surgery, 1x 5-10 years after surgery, other (1x), 1x 2-3 years after surgery (soft tissue revision only - permanent problems, lump, effusion etc.) This complaint captures 1 with infection less than a year after surgery.